Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed with no issues noted. Testing was then performed by applying air pressure to the inlet port. No issues were noted during the performed testing. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred between (B)(6) 2016. (B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an access extension set was leaking. The set was leaking from the bottom of the filter cylinder. The leak was identified during infusion of an unknown drug running with an unspecified pump. No medication was lost as the tubing had been primed with normal saline so only normal saline leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.